Manufacturer narrative:
(B)(4) . The patient¿s exact age is unknown; however, the patient was reported to have been born in 1961. The device was manufactured (B)(6) 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device was filled with 4300mg fluorouracil diluted with 5% glucose solution. The reporter stated that two days after connection to the patient, the device was disconnected and was found to not have infused any solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.